Event description:
Received a medwatch reporting the following: "the equipment was in use and working well. After approx 45 minutes it was removed from the pt's leg and began smoking. Due to the smoking, the equipment was removed from the field and replaced with a new one. The guidant coagulation cord was also replaced". The hosp did not report any pt effects. There was no reported malfunction with the cable or power supply. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).